Manufacturer narrative:
The hill-rom technician found the side rail would not latch due to the siderail mount bracket being bent. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2009. It is unk if the facility performed any other preventive maintenance on this bed. The technician replaced the siderail mount bracket to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the right foot side rail will not latch. The bed was located at the account in the shop. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).